Manufacturer narrative:
Following the reported event, the steris account manager arrived onsite to investigate the reported event and detected an odor when he entered the small room where the system 1e is located. The account manager found that a damp towel was located on the cart shelf below the system 1e processor. The account manager stated that the towel had been used to soak up residual water under the tray of the system 1e processor. The operator manual instructs user facility personnel to wipe out the processing tray daily with a soft cloth. The operator manual states, (pp. 9-1), "daily cleaning and checks-processing tray/container: wipe the inner surface and seal, processing tray/container, and accessory rack with a soft cloth dampened with 70% isopropyl alcohol." The account manager removed the towel from the room and within a few minutes the odor dissipated. The account manager ran a test a test cycle and confirmed the processor to be operating according to specifications; no issues were noted. The account manager provided in-service training on the proper use and operation of the processor. He reiterated the importance of removing wet rags or towels from the area after use the account manager also advised user facility personnel to fix the drain the system 1e processor is connected to as it may be a contributing factor to the reported odor.

Event description:
The user facility reported that an employee was standing next to a system 1e processor and began to feel lightheaded. The employee left the room where the system 1e was located; no medical treatment was sought.